Event description:
The customer reported to olympus technical assistance center (tac) that the evis exera iii xenon light source had a b30 scope communication error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) the customer noted that the gold contacts were cleaned with an alcohol prep pad and 3 different scopes were used but the error persisted. Tac suggested reseating the cables and use a different maj-1941 cable with one of the 3 scopes presenting the error. Upon follow-up the customer noted that the case can be closed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after the maj-1941 cable was replaced, the device worked normally. Thus, we surmised that b30 was displayed because communication failure occurred due to connection/contact failure. Olympus will continue to monitor field performance for this device.